Manufacturer narrative:
Weight: physician has been asked for patient weight. Medical products: gore® excluder® aaa endoprosthesis - stent graft contralateral leg - sn (B)(4). Gore® excluder® aaa endoprosthesis - stent graft contralateral leg - sn (B)(4). Gore® excluder® conformable aaa endoprosthesis - stent graft trunk ipsilateral leg conformable - (B)(4). (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2020, a patient was treated with gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprosthesis. On (B)(6) 2022, CT imaging showed a right sided type 1b endoleak. A reintervention is being planned to extend the right limb to treat the endoleak. Several contralateral limbs were included in the report but it is not known which was adjacent to the endoleak. All other contralateral limbs are listed in additional manufacturing narrative.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications. There appears to be poor distal wall apposition in the rci. The contrast appears to communicate with the aneurysmal sac. This is consistent with a distal type I endoleak. The delayed CT appears to have more contrast visible in some areas, where there are patent lumbars that communicate with the aneurysmal sac. This is consistent with a type ii endoleak. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.